Event description:
A physician reported during the intraocular lens implantation when doctor was trying to inject the lens into the capsular bag and when doctor pressed the plunger it went forward and suddenly there was jerk and plunger came backward and trailing haptic was broken inside the device and moved into bag with leading haptic. Additional information has been requested and received stating the surgery was completed with the same lens. There was no impact to the patient and the lens was not explanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with a broken haptic was returned inside a non-company green sealed pouch. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the nozzle entry. A broken haptic was observed in the device ahead of the plunger. The plunger was retracted to the nozzle entry area. The haptic was broken at the gusset area located in the nozzle tip with the haptic distal tip oriented toward the loading area. The remainder of the lens was not returned. The plunger was removed and evaluated. No damage was observed to the plunger. The plunger was reinserted into the device with no problem found. Viscoelastic was not provided. It is unknown if the qualified product was used. The used sample was evaluated. No problem was found with the plunger of the device. A broken haptic was observed in the used device nozzle tip. The root cause for the broken haptic could not be determined. The broken haptic was in the nozzle tip with the distal portion oriented toward the loading area. The plunger was retracted to the nozzle entry area. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device . It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company lens with the company delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).